Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a bia circuit gas increase. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the unit in regards to the reported malfunction. H3 other text : not returned to manufacturer.